Manufacturer narrative:
(B)(4). Date sent: 06/24/2021 h11: corrected data = h10 device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with staples present and anvil with washer uncut. When the device was tested with a test battery, the green checkmark did not illuminate, confirming that the device was not fired. The complaint states that the device did not power up when battery was installed on the device and that smoke was observed coming from the battery. The reported experience of smoke emanating from the battery could not be investigated since the battery could not be returned considering international shipping requirements. The device was fired into a test skin with no issues. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. The reported experience of the device not powering up upon installation of the battery, could not be confirmed. No conclusion could be reached on what caused the open handle/shroud noted during the visual inspection, however, it still holds the battery. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. The event described could not be confirmed as the device performed without any difficulties noted and the original battery could not be return for analysis. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Batch #: t5d173. (B)(4). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no battery was returned to analysis. The device was received with staples present and an anvil with a washer uncut. When the forward battery was installed, the green checkmark did not illuminate, confirming that the device was not fired. The device was fired into a test skin with no issues. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. No conclusion could be reached on what caused the open handle/shroud noted during the visual inspection, however, it still holds the battery. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. The event described could not be confirmed as the device performed without any difficulties noted and the battery was not returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that they opened the device, insert the battery but there was no lightening signal, so the instrument was unusable. No delay to the surgery and the surgery was completed successfully with no patient consequences.